Event description:
The following information was received from (B)(6) and is a solicited report by a consumer from (B)(6) of nauseous, had a temperature just felt awful, peritonitis and pseudomonas infection around her pd catheter in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date prior to (B)(6) 2011, the patient experienced feeling nauseous, had a temperature and just felt awful. On that same date, the patient connected to her homechoice device and discovered that her effluent was cloudy. The patient attended her renal unit where she was diagnosed with peritonitis and began remedial therapy with unspecified antibiotics (doses, frequencies and routes not reported). On an unreported date in 2011, the event of peritonitis had resolved, however the patient developed a pseudomonas infection around her pd catheter. On an unreported date in 2011, the pd catheter was removed, dianeal pd4 unknown bag and extraneal viaflex therapies were withdrawn and the patient was placed on hemodialysis. At the time of this report, the event of pseudomonas infection around her pd catheter had resolved. It was not reported if the events of nauseous, had a temperature and just felt awful had resolved. The consumer did not provide an assessment of causality for the events of nauseous, had a temperature, just felt awful, peritonitis and pseudomonas infection around her pd catheter and the relationship with dianeal pd4 unknown bag and extraneal viaflex therapies. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.